Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the hcp (health care professional) went to open the package, the top of the package had been cut/slashed open. This was discovered prior to use. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary:one 14.5 fr d/l glidepath 23 cm str catheter with surecuff was returned. A visual evaluation was performed. A vertical slit through the front cover of the external tyvek packaging was noted. A scour line was also noted in the underlying plastic tray which did not penetrate the integrity of the plastic. Therefore, the investigation is confirmed for a cut in the packaging with breach of sterile barrier. Per evaluation results, the noted slit present on the device packaging is consisted with sharp instrument damage, similar to that left behind with some sort of blade. While a definitive root cause could not be determined based upon available information, it is unknown if device handling and/or storage conditions at the user facility contributed to the reported event. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that prior use, the heath care provider attempted to open the device kit, the package had allegedly been cut/slashed open. There was no patient contact.